Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device 72 hours or longer. Patient reported the infusion site to have purulent drainage, swelling, pain and blood. The patient also reported feeling sick and had to drink a lot of water and going to the toilet a lot. The patient's blood glucose level reached greater than 13.9 mmol/l (250 mg/dl). The swelling in the arm became so severe that the pod began to lift off the skin, causing the cannula to dislodge. They visited (B)(6) on (B)(6) 2025 and did not remember their diagnosis but was confirmed by their health care provider (hcp) that they had swelling, high blood glucose with ketones, and an arm infection. The patient was treated with intravenous insulin with other unspecified fluids, drained the pus from the infusion site and was prescribed with unspecified antibiotics and a cleansing cream for the arm infection. The hcp also provided the patient with a new pod to use alongside the intravenous insulin. The patient was discharged 16 hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.